Event description:
It was reported that this insertable cardiac monitor (icm) was identified as reaching early recommended replacement time. Technical services explained that a specific root cause could not be determined from the available data, but product diagnostics confirmed premature battery depletion with a rapid voltage drop. An analysis letter request was submitted so that, once the device is replaced, a letter can be sent to the physician explaining the battery depletion findings. The device was recommended to be returned for detailed analysis. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.